Manufacturer narrative:
Other text: additional information added to h6 and h10. This MDR was generated under protocol (B)(4), as a result of warning letter cms# (B)(4). No causes or potential causes of the customer's reported problem were found during the review of service and repair records. A product sample was received for evaluation. Visual and functional testing were performed. The device was started in application, no problems found with beeping.the root cause of the reported issue could not be confirmed as the reported issue could not be replicated at the time of the device evaluation. Actions were taken to mitigate the reported issue: replaced the downstream sensor as a preventive measure.

Event description:
Information was received indicating that during testing of this smiths medical cadd legacy 1 pump, the pump exhibited "double beep no cassette" alarm. No patient injury reported.